Manufacturer narrative:
The red plastic on the quick release hook was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the slingbar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the red plastic on the quick release hook was broken. There was no patient injury reported. This complaint was filed in our complaint handling system as complaint #(B)(4).